Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Event description continuation: no transseptal puncture was performed. There is no information regarding the sheath. Generator was set on power control mode. Ablation was conducted using 20-30 watts with 10-40 grams of contact force. There is no information regarding other generator parameters, overall ablation time, last ablation cycle time, irrigated catheter flow setting or anticoagulation during the procedure. There is no information regarding spi value, catheter proximity, or if the carto 3 system indicated to re-zero the catheter. Smarttouch catheter was zeroed after the initial warm-up phase, post-connection to the carto 3 piu. There were no error messages reported on any bwi equipment during the procedure.

Event description:
It was reported that a male patient underwent a right ventricular outflow tract (rvot) ablation procedure for premature ventricular contractions (pvcs) with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. After femoral puncture, a non-bwi catheter was inserted and positioned at the his bundle. Smarttouch catheter was inserted into the rvot via the right atrium. Geometry/local activation time (lat) stability map was constructed via mapping and pace mapping was performed using the paso module. Ablation was conducted at the earliest activation/good pace map site via smarttouch at 20-30 watts and 10-40 grams of contact force. During mapping phase, the patient began decompensating with hypotension (systolic blood pressure down to 80mmhg), bradycardia, oxygen saturation of 80%, cough, pallor, and mental status changes. Remainder of procedure was aborted. Tamponade was confirmed via echocardiogram. Pericardiocentesis yielded an unknown amount of fluid. Post-drainage, the patient stabilized with a systolic blood pressure of 120mmhg, heart rate of 80 beats per minute, and oxygen saturation of 100%. There is no information regarding extended hospitalization. Patient fully recovered. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related and may have occurred as a result of the catheter vertically contacting the anterior portion of the rvot.